Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty cycler alarmed with m01-17 cannot teach pumps during setup phase warning during step 2 of setup. Patient was connected during incident. Patient also received remove cassette message after reboot. The fresenius technical support representative advised the patient to re-setup with new supplies and to wait until step 3 to break the cones. Upon follow up, it was confirmed that the patient was unable to complete treatment on the reported day. They mentioned intending to complete it today (05/10). No patient adverse effects were experienced, and no medical intervention was required. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 1931 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Force gauge test passed. Cassette door/switch test passed. System air leak test passed. Teach pumps check passed. Safety clamp test passed. A pre-accelerated stress test simulated treatment was performed without any failures or problems. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.